Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. D4: information was not provided by user facility. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The devices (a,b) were returned in good visual condition. The devices were cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The devices were fully functional and conforming to manufacturing requirements. Device b: batch#= a9aj2j. Mfg. Date: 09/08/2005. Exp. Date: 08/08/2010.

Event description:
During a laparoscopic colectomy procedure, the device jammed. Another device was used to complete the case. There were no adverse consequences to the patient.